Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 499 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump received no delivery alarm. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer successfully completed the rewind without the alarm. The insulin pump will not be returned for analysis.